Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient was not receiving consistent readings during the night. No additional patient or event information is available.